Event description:
It was reported via repair work order that the head end lift was raising and lowering intermittently due to malfunction lift sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.